Event description:
It was reported there was damage to the lens of an intracavity transducer. A piece of the lens was missing and there was metal exposed. The c10-3v transducer was associated with the epiq 7g ultrasound system at the customer¿s site. There was no patient or user harm associated with this event. There is no further information available regarding the event. The philips service engineer evaluated the transducer and confirmed the lens was damaged. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was to be performed to determine the cause of the reported problem. A failure analysis of the suspected part was not able to be performed as it was not returned. The system has returned to service with no similar issues reported.

Manufacturer narrative:
H11: inadvertently omitted statement: as part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage.